Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced loss of consciousness during the night on (B)(6) /2024 and the cgm reportedly did not alert for hypoglycemia. However, it was later clarified that on the morning of (B)(6) 2024 at 9:00am, the patient´s daughter heard the alert from the receiver and found the patient unconscious. The patient´s daughter treated her with juice and dex 4 tablets (fast acting glucose). At the time of the report the patient was fine and stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.